Manufacturer narrative:
Device not returned.

Event description:
It was reported that the ortholock ex-pin 3x110 broke at the flute of the pin during removal from the first cortex of the femur during the course of a total knee procedure. A fragment of the broken pin remains in the patient's femur. This was the first use of this pin. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully. X-rays were taken postoperatively as a routine part of the procedure.